Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right essure coil protruding through uterine serosa at the cornua'), device dislocation ('migration'), abdominal pain lower ('severe cramping, pain/ lower abdomen pain'), cervix carcinoma ('tumor / teratoma / cancer type : cervical') and vulval abscess ('vulvar abscess') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo confirmation test". The patient's medical history included premature birth from 2012 to 2013, premature rupture of membranes, antepartum from 2012 to 2013, tobacco user from 2012 to 2013, multigravida, parity 3 ((B)(6) 2012, (B)(6) 2015, (B)(6) 2017), obesity, anxiety, depression, gerd, heart murmur, snore, postpartum depression, adhesion and migraine. Previously administered products included for an unreported indication: mirena from 2012 to 2013 and depo provera from 2007 to 2012. Concurrent conditions included pelvic pain, back pain, shoulder pain, nausea, vulval abscess, low grade squamous intraepithelial lesion, chronic cervicitis, hyperplasia endometrial, paratubal cyst, cervical dysplasia, hemochromatosis trait and back pain. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 2 months after insertion of essure. On (B)(6) 2016, the patient experienced vulval abscess (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, abdominal pain lower, pregnancy with contraceptive device, cervix carcinoma, vulval abscess, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, cervix carcinoma, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vulval abscess and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Pathology test - on (B)(6) 2015: uterus bilateral tubes and left ovary, hysterectomy, bilateral salpingectomy and unilateral oophorectomy 1 cervix: beningn ecto-and endocervix no dysplasia or carcinoma identified. 2 uterus: beningn secretory endometrium no atypical hyperplasia or carcinoma identified. 3 left fallopian tube and ovary beningn fallopian tube with incidental paratubal cysts ovary with beningn follicular and simple cysts. 4 right fallopian tube beningn fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmennorhea,transmural perforation by right essure, low grade squamous intraepithelial lesion. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received- new event migration was added. Reporter was added. Seriousness criteria for event pregnancy updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right essure coil protruding through uterine serosa at the cornua'), device dislocation ('migration') and abdominal pain lower ('severe cramping, pain/ lower abdomen pain') in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo confirmation test". The patient's medical history included premature birth from 2012 to 2013, premature rupture of membranes, antepartum from 2012 to 2013, tobacco user from 2012 to 2013, multigravida, parity 3 (B)(6) 2012, (B)(6) 2015, (B)(6) 2017), obesity, anxiety, depression, gerd, heart murmur, snore, postpartum depression, adhesion and migraine. Previously administered products included for an unreported indication: mirena from 2012 to 2013 and depo provera from 2007 to 2012. Concurrent conditions included pelvic pain, back pain, shoulder pain, nausea, vulval abscess, low grade squamous intraepithelial lesion, chronic cervicitis, hyperplasia endometrial, paratubal cyst, cervical dysplasia, hemochromatosis trait and back pain. Concomitant products included ibuprofen and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 2 months after insertion of essure. On (B)(6) 2016, the patient experienced vulval abscess ("vulvar abscess"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma ("tumor / teratoma / cancer type : cervical"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, abdominal pain lower, vulval abscess, cervix carcinoma, pregnancy with contraceptive device, vaginal hemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, cervix carcinoma, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine perforation, vaginal hemorrhage, vulval abscess and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Pathology test - on (B)(6) 2015: uterus bilateral tubes and left ovary, hysterectomy, bilateral salpingectomy and unilateral oophorectomy. 1 cervix: beningn ecto-and endocervix. No dysplasia or carcinoma identified. 2 uterus: beningn secretory endometrium. No atypical hyperplasia or carcinoma identified. 3 left fallopian tube and ovary. Beningn fallopian tube with incidental paratubal cysts. Ovary with beningn follicular and simple cysts. 4 right fallopian tube. Beningn fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmennorhea,transmural perforation by right essure, low grade squamous intraepithelial lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right essure coil protruding through uterine serosa at the cornua'), device dislocation ('migration') and abdominal pain lower ('severe cramping, pain/ lower abdomen pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "the patient did not undergo confirmation test". The patient's medical history included premature birth from 2012 to 2013, premature rupture of membranes, antepartum from 2012 to 2013, tobacco user from 2012 to 2013, multigravida, parity 3 ((B)(6) 2012, (B)(6) 2015, (B)(6) 2017), obesity, anxiety, depression, gerd, heart murmur, snore, postpartum depression, adhesion and migraine. Previously administered products included for an unreported indication: mirena from 2012 to 2013 and depo provera from 2007 to 2012. Concurrent conditions included pelvic pain, back pain, shoulder pain, nausea, vulval abscess, low grade squamous intraepithelial lesion, chronic cervicitis, hyperplasia endometrial, paratubal cyst, cervical dysplasia, hemochromatosis trait and back pain. Concomitant products included ibuprofen and paracetamol (acetaminophen). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"), 1 year 2 months after insertion of essure. On (B)(6) 2016, the patient experienced vulval abscess ("vulvar abscess"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma ("tumor / teratoma / cancer type : cervical"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, abdominal pain lower, vulval abscess, cervix carcinoma, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, cervix carcinoma, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vulval abscess and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Pathology test - on (B)(6) 2015: uterus bilateral tubes and left ovary, hysterectomy, bilateral salpingectomy and unilateral oophorectomy. 1 cervix: beningn ecto-and endocervix. No dysplasia or carcinoma identified. 2 uterus: beningn secretory endometrium. No atypical hyperplasia or carcinoma identified. 3 left fallopian tube and ovary. Beningn fallopian tube with incidental paratubal cysts. Ovary with beningn follicular and simple cysts. 4 right fallopian tube. Beningn fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:dysmennorhea,transmural perforation by right essure, low grade squamous intraepithelial lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the location of the perforation: right essure coil protruding through uterine serosa at the cornua'), abdominal pain lower ('severe cramping, pain/ lower abdomen pain'), pregnancy with contraceptive device ('pregnancy (no complications)'), cervix carcinoma ('tumor / teratoma / cancer type : cervical') and vulval abscess ('vulvar abscess') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 ((B)(6) 2012, (B)(6) 2015, (B)(6) 2017) and obesity. Previously administered products included for an unreported indication: mirena from 2012 to 2013 and depo provera from 2007 to 2012. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 2 months after insertion of essure. On (B)(6) 2016, the patient experienced vulval abscess (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and was found to have cervix carcinoma (seriousness criterion medically significant). The patient was treated with surgery (essure removal and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain lower, pregnancy with contraceptive device, cervix carcinoma, vulval abscess, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, cervix carcinoma, dysmenorrhoea, headache, menorrhagia, migraine, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vulval abscess and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet reporter information, medical history, events pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dysmenorrhea (cramping), tumor / teratoma / cancer type: cervical cancer, weight gain, location of the perforation: right essure coil protruding through uterine serosa at the cornua, vulvar abscess , device ineffective, patient did not undergo confirmation test, hair loss were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping, pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.